Event description:
It was reported that the patient was symptomatic and felt as though there was a "blood sugar problem." A trans-telephonic monitoring (ttm) transmission revealed loss of capture on the left ventricular (lv) lead and the patient was instructed to present to the emergency room (ER). It was later reported that the lv lead also had high threshold. It was also reported that the right ventricular (rv) lead had high threshold, intermittent capture and high impedance. The lv lead was reprogrammed and remains in use and the rv lead was capped and replaced. Information regarding the specific symptoms experienced by the patient and confirmation that the patient did present to the ER was attempted to be obtained, however, it was not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.